Event description:
It was reported that the patient presented in hospital for a generator change out procedure. The atrial lead exhibited noise, low impedance, and high thresholds. The device was reprogrammed to unipolar configuration; the sensing improved and the thresholds decreased. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.